Event description:
A customer contacted global technical services (gts) regarding a disconnection with the cassette tubing at the patient line connector on the homechoice (hc) unit. The home patient (hp) informed the nurse (rn) that he taped the tubing and continued his therapy. The rn stated she was going to follow up with the hp to see if he still had the cassette and would call back if she was able to obtain the sample. The rn confirmed she would be meeting with the hp the following morning. The sample is not available nor is the lot number known at this time. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.